Event description:
It was reported that during a da vinci si gastric bypass procedure, the wire at the tip of the large needle driver instrument separated. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's grip cables are broken at the hypotube. Disassembly of the instrument found that one grip close cable was broken at the distal end of the hypotube. Other cables at the hypotube exhibited fraying as well. It was concluded that the damage to the cables was likely due to improper cleaning. No other damage was found. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.